Event description:
A physician has had seven occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date co has rec'd nothing further relating to this control number.